Event description:
It was reported that a patient underwent an unknown surgical procedure and a reservoir was connected to a drain. Prior to use of the reservoir, the patient had developed a hematoma during use of other company's reservoir. The reservoir was unable to suction and the patient developed a hematoma. The reservoir was replaced with another like device and it worked properly. There was no medical or surgical intervention required for the hematoma. The current condition of the patient was reported as stable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.